Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 321 mg/dl. The alarm cleared and the insulin delivery was resumed. A correction bolus was delivered to address the bg level.